Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds measurements due to suspected micro dislodgement. The physician performed an rv lead repositioning utilizing the same lead. The lead remains in service. No additional adverse patient effects were reported.